Manufacturer narrative:
H3: analysis was perform on lead 978a128 (lot# va2jgjq) and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va2jgjq); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2023 brand name surescan; product ID 978a128 (lot: va2jxp4); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they just performed a lead replacement. The patient had good coverage during the trial, but they had poor results for their incontinence following the permanent implant. Over the last month, the doctor had made adjustments, but they felt that the implanted lead was too lateral and needed to be adjusted or replaced. The rep reported that they performed the case today and ended up removing the initial va2jgjq - 978a1 lead. They placed a new lead (va2jxp4) on the left side, and woke the patient up and they were still not feeling stimulation the way they preferred it and the way it felt during the trial. The doctor tried repositioning, but then asked for another new lead to place on the patient's right side. They doctor removed the second lead (va2jxp4), and placed a new third lead (va2jz63) on the right side, and the patient reported better sensation and coverage. The patient still has the same ins.